Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v005051, implanted: (B)(6) 2006, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-45, lot# v000047, implanted: (B)(6) 2006, product type: lead.(B)(4).

Event description:
It was reported that the patient experienced a warm feeling and acute pain at the pocket site. It was stated that every time the patient got up to walk, she had pain behind and around the pocket site, stated it felt like her body was pushing it out of her. The pain was also described as sharp and stopped her dead in her tracks. It was further stated that implantable neurostimulator (ins) was closer to the skin and it felt like there was a dent in her skin. There were no known falls or trauma. It was noted that the patient had gained 10 pounds since 2006. It was also noted that turning stimulation off made no difference in pain. The patient tried to contact her healthcare provider (hcp), but their office was closed.